Event description:
During an atrial fibrillation procedure, fluoroscopy revealed the tip of the catheter appeared damaged following insertion into the patient. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.